Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of redr2656 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported in (B)(6) 2020, facility had a patient admitted for osteomyelitis with a midline catheter in the right brachial that would not flush. The line was discontinued and found to be bent in several spots.